Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe was leaking and the mix chambers were dirty. The fse replaced the probe wash block and cleaned the probe, mix chambers and red blood cell (rbc) bath. The leak and plt background failures were resolved. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported that there was a diluent/blood leak of approximately 3ml from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer also stated that there were hemoglobin (hgb) failures on daily checks during startup. There was no reported exposure to mucous membranes or open wounds. The operator was wearing the personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. No erroneous results were generated in connection with this event. There was no death, injury, or change to patient treatment attributed to this event.